Manufacturer narrative:
The manufacturer previously reported an allegation related to CPAP device's sound abatement foam became degraded. Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam became degraded. The patient has alleged the patient has not used any ozone cleaners,but he has the black particles in his device,he is also experiencing shortness of breath,coughing,hacking mucus up and chest pressure related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.